Event description:
Healthcare professional reported left side rupture and device implanted after expiration date. Additionally, healthcare professional reported "patient's concern for alcl". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and device implanted after expiration date. Additionally, healthcare professional reported "patient's concern for alcl". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell and others, underweight, yellow biological tissue on the shell and missing a piece of shell (0-25%). A microscopic analysis was performed which identified three broken sharp and non-penetrating nicks, near of the broken site, this condition was called surgical impact, two broken sharp on the posterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: three sharp broken on the posterior assessed as surgical impact. Two sharp broken on the posterior assessed as unidentified (tear) opening. Missing shell due to inconclusive.

Event description:
Healthcare professional reported left side rupture and device implanted after expiration date. Additionally, healthcare professional reported "patient's concern for alcl". Device has been explanted.